Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had alarm - error codes/ messages and reoccurring linear sensor error. There was no patient involvement.

Event description:
It was reported that the device had alarm - error codes/messages and reoccurring linear sensor error. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Additional information: device available for eval, returned to manufacturer on, device return to manuf , device eval by manufacturer, imdrf annex a, g, b, c and d grids. Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available h3 other text : see manufacturer narrative.